Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance at the ER/ hospital to treat an elevated blood glucose level (value not provided). Reportedly, the customer experienced diabetic ketoacidosis. In addition it was reported that the customer required assistance to treat a low blood glucose level. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.